Event description:
It was reported that the customer was hospitalized with a blood glucose reading over 500 mg/dl. Troubleshooting was performed. The customer last changed his infusion set the day prior to the event. No insulin exited during the prime test. The high pressure test failed. Another infusion set and reservoir were not available to repeat the tests. The customer's nurse was advised to call back to repeat the prime and high pressure tests. The customer was advised to not use the insulin pump until troubleshooting is completed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.